Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted and yielded high out of range pacing impedance measurements. This chronic competitor device has a history of out of range impedance measurements. As the pacing impedance measurements were lower than the previous lead, the measurements were accepted. All other measurements were appropriate. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.